Event description:
It was reported by end user the mattress is flimsy. End user advised contacted (B)(4) and they sent end user an overlay from drive but still having the issue of when lays on the bed it sinks down in the middle about 10 to 15 inches. End user advised when he lays on the mattress it goes completely flat. End user advised have back issues and is uncomfortable. End user advised before over lay could feel springs when lying down.